Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, and one linear opening on the radius side. A leak test and microscopic analysis was performed which identified: one smooth crease opening on the radius side, and one striated opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is one smooth crease opening on the radius side due to a fold flaw opening, and one striated opening due to surgical damage consistent with the use of a surgical tool. The reason for reoperation is deflation.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side deflation. Device remains implanted.